Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6), 2011, product type lead, product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6), 2011, product type lead, product ID (B)(4), lot# serial# (B)(4), product type recharger, product ID (B)(4), lot# serial# (B)(4), product type programmer, patient product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6), 2011, product type extension, product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6), 2011, product type extension product ID (B)(4), lot# n308356, implanted: (B)(6), 2011 explanted: product type anchor, (B)(4).

Event description:
It was reported that the patient indicated that he had adjusted his stimulation to a comfortable level and stated that later he noticed an increase in stimulation. The patient further noted that when he checked his stimulator, the position, "upright," disappeared. The patient did not recall if he had seen the adaptive stimulation icon on the patient programmer. Also, the patient noted that he did have manual programs as well. Additional information was received from the manufacturer's representative about three weeks later that reported the patient experienced an increase in his stimulation twice, the most recent being the prior night. It was further noted that the patient stated his patient programmer reported no position during the increase in the stimulation. The next day it was reported that the patient felt a shocking or jolting sensation a total of 3 times. The patient noted that he felt the "stimulation increase and then went back to normal". The patient was able to confirm that the internal neurostimulator (ins) is in adaptive stimulation mode on program a. It was further noted that the "icon shows a group adjust symbol and doesn't show the value of the voltage". The patient stated that he was on program a at 0.5 volts. The patient further noted that "he uses group a majority of the time because it works best", although he does have several other programs that are available. It was further noted that "the patient seemed to have an increase in stimulation in areas with large electric-magnetic induction sources and more so when the patient moves from an upright/mobile to an upright position". The patient outcome was not provided. Additional information was requested but was not available at the time of this report.